Event description:
It was reported that the patient experienced problems with this malleable device, as the device was bent and it was twisting inside, and the patient could not get an erection. No further information was reported.